Event description:
Reportable based on the product analysis completed on (B)(4), 2012. It was reported that during a coronary stenting treatment procedure, no cross occurred. The target lesion was located in the severely calcified left anterior descending artery. The physician used a 24mm x 2.75mm ion mr stent delivery system to the lesion and it was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient status is listed as stable. However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4), device evaluated by manufacturer: the returned device presented contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The middle of the stent had one strut that was stretched and flared. Magnified inspection presented no other damage or irregularities. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).